Event description:
The physician reported that soon after implantation, the following irregularities were identified relative to the implanted system: increased atrial threshold values, blood infiltration into the atrial port, and an increase in the ventricular threshold. Reportedly, the patient visited the hospital complaining of feeling unwell. A pacemaker check revealed ventricular capture failure and intermittent atrial capture failure. Although no obvious dislodgement was shown by either of the leads on x-ray or CT examination, it was decided to perform a re-intervention with suspicion of ventricular lead dislodgement. It was noted that the state of the atrial lead was uncertain due to the quality of the images. Prior to the re-intervention, testing with the programmer showed an increase in the threshold values in both channels to 3.0v. The lead impedance values and detection amplitude values were normal. During the re-intervention, proper lead connection was confirmed, but blood residue was found in the atrial port. Testing of the ventricular lead with a psa, replicated the high threshold value. Following repositioning of the lead, the measured values returned to acceptable levels. When the atrial lead was tested with a psa, the measured values were normal. When re-connected to the subject pacemaker, the threshold values were instable between 1.0v and more than 3.0v. This atrial lead was again tested with a psa, and the threshold value was 1.1v. The physician completed the re-intervention by replacing the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that soon after implantation, the following irregularities were identified relative to the implanted system: increased atrial threshold values, blood infiltration into the atrial port, and an increase in the ventricular threshold. Reportedly, the patient visited the hospital complaining of feeling unwell. A pacemaker check revealed ventricular capture failure and intermittent atrial capture failure. Although no obvious dislodgement was shown by either of the leads on x-ray or CT examination, it was decided to perform a re-intervention with suspicion of ventricular lead dislodgement. It was noted that the state of the atrial lead was uncertain due to the quality of the images. Prior to the re-intervention, testing with the programmer showed an increase in the threshold values in both channels to 3.0v. The lead impedance values and detection amplitude values were normal. During the re-intervention, proper lead connection was confirmed, but blood residue was found in the atrial port. Testing of the ventricular lead with a psa, replicated the high threshold value. Following repositioning of the lead, the measured values returned to acceptable levels. When the atrial lead was tested with a psa, the measured values were normal. When re-connected to the subject pacemaker, the threshold values were instable between 1.0v and more than 3.0v. This atrial lead was again tested with a psa, and the threshold value was 1.1v. The physician completed the re-intervention by replacing the subject pacemaker.